Event description:
(B)(4). Pump set to infuse antibiotic infusion at 100ml/hr. Pump shut off without alarm, came back on itself and rate was then 1000ml/hr. Infusion was just about complete. No pt injury reported. Ref MFR report 9610825-2013-00228.